Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room after feeling a vibration, the estimated device longevity was found to be prematurely depleted and reaching elective replacement indicator faster than expected. The device was explanted and replaced. The patient condition was stable before and after the procedure.